Manufacturer narrative:
(B)(4). Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The events of tenderness, slight inflammation on the skin, infection and swelling are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. This is a known potential adverse event addressed in the product labeling. A device history record review has been initiated and analysis of the data has not been completed.

Event description:
Healthcare professional reported injecting a patient with juvéderm voluma with lidocaine to the pre auricular and jaw (jw3, jw4). About 19 days later, the patient returned to the clinic after developing tenderness at the entrance point of the cannula on the right mid jawline. Patient had increased tenderness with slight inflammation on the skin. After consulting with a physician, the patient was treated with ciprofloxacin and anti inflammatory medication. Treatment was given to treat an infection which consisted of the discomfort inflammation on the skin and swelling. Patient had developed a sinus infection 48 hours unrelated to cosmetic injections after the onset of the symptoms. Patient was reviewed a week later and patient had recovered with no residual side effects.